Manufacturer narrative:
Results: the catrx was fractured approximately 12.0 cm from the hub. Bends were present approximately 1.5 cm and from 59.0 ¿ 110.0 cm from the hub. An ovalization was present approximately 110.5 from the hub. Conclusions: evaluation of the returned catrx revealed a fracture. The device was flattened on either side of the fracture site, indicating that the fracture occurred from a kink. If the device is forcefully mishandled at extreme angles during preparation for a procedure, damage such as a kink may occur. If a kinked device is further manipulated, the kink may worsen to a fracture. Further evaluation revealed bends and an ovalization. These damages were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the artery of the lower limb using an indigo system catrx aspiration catheter (catrx) from an indigo system catrx kit. During the procedure, the catrx became kinked at the proximal end; therefore, it was removed. The procedure was completed using a new catrx. There was no report of an adverse effect to the patient.